Event description:
It was reported that the xenon light source displayed a dark image. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the final investigation, based on information from the technical assistance center (tac). Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection; however, the reported failure was confirmed on call by the technical support. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. The customer contacted olympus technical assistance support (tac) via other source. They had reset the counter; they had not, set the brightness to 0 in both manual and auto, then returned the brightness to auto. The customer tested the unit, and the image worked fine. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.